Event description:
Various deficiencies on the syringe. Before use the customer reports the following deficiencies of the syringe: mistaken or missing scale print, broken pistons, curved luer lock tip of the syringe. Sample availability for pick up currently unknown, the customer will inform later if and what sample amount available.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Manufacturer narrative:
Pr (B)(4) follow up: it was reported there were various deficiencies with syringes. To aid in the investigation, five photos and one video were provided for evaluation by our quality team. The media provided shows a syringe plunger rod thumb press damaged, three syringes with the scale printing missing, and a white cap connector assembled to a syringe barrel luer that is not connected straight. No other defects or imperfections were observed. The damaged plunger rod could occur if there was a jam during the assembly process, and the scale marking issue could occur if there was a jam during the syringe barrel printing process. In order to confirm the root cause of the luer damage, the physical sample analysis would be required. A device history record review was completed for provided material number 309653, lot 4080163. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defects. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the assembly and scale printing processes was performed. The settings, alignment of rails, conveyors and barrel feeding processes were correct. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. Various deficiencies on the syringe; before use. The customer reports the following deficiencies of the syringe: mistaken or missing scale print; broken pistons; curved luer lock tip of the syringe. Sample availability for pick up currently unknown, the customer will inform later if and what sample amount available.